Event description:
Subsequent to the initial MDR report,the xience v stent was still fully apposed to the vessel wall and a non-abbott balloon was used for routine post-dilatation of the xience v stent and was not an intervention.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a 90% stenosed, eccentric, moderately tortuous, moderately calcified, distal, left circumflex artery stenting procedure, a xience v stent was implanted without any issues and was fully apposed to the vessel wall which was confirmed by angiogram. The intravascular (ivus) was advanced and became stuck with the implanted xience v stent. The ivus was successfully removed without intervention from the patients anatomy. The ivus was again advanced and again became stuck with the implanted xience v. The ivus was successfully removed without intervention from the patients anatomy and the material at the proximal end of the ivus guide lumen was found flared and stretched. Although it was reported that the xience v stent was still fully apposed to the vessel wall, a non-abbott balloon was used for post-dilatation to assure the xience stent wall apposition completing the procedure. There was no adverse patient impact or no significant delay in the procedure reported. There was no additional information provided.